Manufacturer narrative:
(B)(4). Meter returned on 2/26/20 and qc evaluation completed on 4/8/2016 with no problem found. Test strips returned on 2/26/2016; qc evaluation completed on 4/8/2016 on returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-5 error message. Customer is physically well and denies any symptoms. Customer states that is getting the error after the blood sample is applied. Customer states that just got this meter replace by the pharmacy for giving the e-5 errors and now this new meter is also giving the e-5 errors. Customer confirmed the strips are stored properly and confirms the proper blood testing method is used. Customer states that went to the doctor because the higher greather than 600mg/dl. At the doctor's office they were able to get a blood results 257mg/dl, while at the office a glucose test was attempted with the trueresult meter and the e-5 error was obtained. Verify that customer is using proper testing technique. Customer verified his normal glucose range is about 103mg/dl. Customer attempted a glucose blood test with another vial of strips (lot ps2509) and was able to get 161mg/dl. There were no adverse event or MDR related to this issue.